Event description:
Customer's son called regarding his mother's pump not beeping, after delivering the bolus. Verified in the bolus history that the bolus was delivered and then ran a self test. The pump did not beep, during the self test. Advised to place the pump in vibrate mode.